Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Low bg cause was not known, but the customer mentioned the possibility of an over bolus for dinner. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.